Event description:
It has been reported to philips that the allura system did not start when the power on button was pressed. The system was not in clinical use when the issue was identified. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified that the power distribution unit failed. The direct current power supply (dcps) has been replaced. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start. Further, the fse reviewed system error log files and discovered that the dcps was defective and must be replaced. The onsite engineer stated that he did not know the exact cause of dcps to be defective, but that it could be a quality issue. As part of the repair activity, the service engineer replaced the dcps and performed related calibration. Post repair activity, the device has been restored to full functionality. The codes were updated based on the investigation outcome. Evaluation method code and evaluation result code were corrected.